Event description:
The hospital reported a successful intracranial stenting procedure of the brain where an adverse event occurred two days following. The user successfully deployed tow stents (one stent is the device in question) over the aneurysm. Two days later, the pt had a cerebellar infarct. The hospital reported that there were no complications at the close of the procedure. The user and the user's assistant informed the sales representative that they felt the adverse event is unrelated to the use of the device in question, though they are not certain.

Manufacturer narrative:
The device in question will not be returned to the MFR because it remains implanted. Based on the info known at this time, the MFR cannot conclusively determine the cause of the pt injury experienced by the user. No conclusion can be drawn. If further significant info is found, a supplemental report will follow. G5: PMA/510(k)#: h020002/s5.